Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 02/08/2017. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the temperature became unstable during the ablation procedure. The tumor temperature could not be measured and root ablation was not performed. However, echo confirmed the tumor to be ablated and the procedure was completed with no patient injury.